Manufacturer narrative:
Philips has investigated this complaint. According to the additional information collected, the issue occurred after starting up the device and the customer had planned a procedure which was performed on another device. The philips field service engineer (fse) inspected the system onsite and confirmed that the device was unable to expose. Analysis of the log file showed the sib box failed error message, which confirmed the malfunction. Upon troubleshooting, fse performed a built-in self-test. The device failed the test. The sib malfunction led to communication failure, causing the device's inability to expose. To resolve the issue, fse replaced the sib box unit. The defective sibbox unit was returned to philips for failure analysis and the etx module of the sibbox failed, which impacted communicating with the fpga (field programmable gate arrays) and other peripherals of the sibbox. After replacement, the system was returned to use in good working order. The codes were updated based on the investigation outcome.

Event description:
It has been reported to philips that allura system was unable to do exposure. The device was in clinical use at the time of the reported event. No harm has been reported to philips. Philips has started an investigation of this complaint.